Manufacturer narrative:
(B)(4).

Event description:
It was reported there was high impedance. The electrode impedances for 0 <(>&<)>c, 2<(>&<)>c, 3<(>&<)>c, 0<(>&<)>2, 0<(>&<)>3, and 2<(>&<)>3 were all in high range. They were currently set on 1- c+ which was the only electrode combination that was not in the high impedance range. The manufacturer representative was going to arrange a troubleshooting meeting with the physician. The patient status at the time of report was alive with no injury and there were no patient symptoms reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the cause of the impedance issue was determined and it was a training issue with the healthcare professional (hcp). There was no problem with the system. The patient was doing well and they were receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0jqxa, implanted: (B)(6) 2014, product type lead. (B)(4).